Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in high ventricular rate episodes. No programming changes or other interventions were performed. No patient consequences were reported.